Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the self test and unexpected restart error test. No alarms noted. However, the insulin pump was unable to download carelink software, due to alarms in the history screen. Insulin pump alarmed, due to corrupted history file. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
Customer reported receiving an error alarm on the insulin pump and stated that the temp basal may have stopped. It was noted that the insulin pump was stored without battery for almost two years. Customer declined troubleshooting. Customer's blood glucose reading at the time of the call was 244 mg/dl. No further information reported.